Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips the device froze during the operational check. There was no patient involvement as this occurred during testing.